Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a stent implantation procedure on (B)(6) 2011. According to the complainant, the patient had a fistula and a stricture within the left main bronchus as a result of bronchial cancer. The stricture was 3cm in length. The patient did not have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the stent system was positioned within the left main bronchus. However, when the physician withdrew the deployment suture, resistance was encountered when releasing the first suture knots and the delivery system bowed into a "c" shape. Due to the difficulty deploying, the stent delivery system was moved out of position and the stent was deployed in the wrong location. The stent was removed from the patient using forceps. The procedure was completed with another ultraflex tracheobronchial stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
A visual examination of the returned device found that the stent had been fully deployed from the delivery system and both were returned. The deployment thread was not returned. The shaft of the delivery system was kinked at approximately 125mm proximal to the distal tip. No issues were noted with the profile of the deployed stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a stent implantation procedure on (B)(6), 2011. According to the complainant, the patient had a fistula and a stricture within the left main bronchus as a result of bronchial cancer. The stricture was 3cm in length. The patient did not have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the stent system was positioned within the left main bronchus. However, when the physician withdrew the deployment suture, resistance was encountered when releasing the first suture knots and the delivery system bowed into a "c" shape. Due to the difficulty deploying, the stent delivery system was moved out of position and the stent was deployed in the wrong location. The stent was removed from the patient using forceps. The procedure was completed with another ultraflex tracheobronchial stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.